Event description:
It was reported that the device system had "not been working for years" and a new transvenous device system was implanted because the patient was increasingly tired. Additional information obtained indicated the system had not been working due to apparent epicardial lead fractures. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a white substance on the outer insulation and there was a cosmetic depression on the outer insulation (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression and a breached depression. (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation had a breached depression. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a white substance and a cosmetic depression.